Event description:
A malfunction on the pump was reported after the customer wore it while in an MRI machine. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, provided instructions to ensure proper operation, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction reappeared.